Event description:
Pt claims to have observed smoke coming from oxygen concentrator, unplugged the unit, called emergency services, and later saw the oxygen concentrator in flames. Fire damaged an apartment complex.